Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior epigastric artery (sea) using ruby coils, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one ruby coil. Next, the physician advanced a second ruby coil into the target location and attempted to detach it using the handle; however, the ruby coil could not be detached. Then, the physician decided to remove the ruby coil from the patient. While retracting the ruby coil, the physician experienced resistance and the ruby coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed from the patient. The procedure had ended at this point as the physician determined no additional coils were needed. There was no report of an adverse effect to the patient.